Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.